Manufacturer narrative:
(B)(6) 2023, delia williams: second and third acknowledgment still not received. Etq it discovered discrepancy in url servlet. Request submitted to esg help desk for the update to the correct url in the servlet. Update was made. Sixth attempt to send report after the update. (B)(6) 2023, delia williams: second and third acknowledgment still not received. (B)(6) 2023, delia williams: second and third acknowledgment still not received. Fourth attempt to send the report as requested by visby it. (B)(6) 2023, delia williams: first attempt to send the report was made on 07 feb 2023; however, it failed to receive second and third acknowledgments. Ticket 349322 with the emdr help desk was issued. Help desk advised to resubmit. Second attempt to send the report was made on 10 feb 2023; however, it failed to receive second and third acknowledgments. Ticket 349523 with the emdr help desk was issued. Help desk advised they receive and error when trying to process the report. 16 feb 2023 is the third attempt to send the report. (B)(6) 2023, delia williams: the device was requested back for investigation. However, the device with false positive result was not received. Since the device was not received, the allegation could not be confirmed. On page 12 of the instructions for use under limitations, it states the device cannot identify false positive results. There will be no corrective actions taken at this time as the complaint cannot be confirmed and root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Visby will continue to monitor for trends. C4: treatment/ therapy start and stop dates (use block c4 to record the date that a diagnostic test was performed for reports that involve an in vitro diagnostic product.) Start date: (B)(6) 2021. Stop date: (B)(6) 2021.

Event description:
Customer reported that one visby device returned a positive result and upon retesting on a separate visby device, result was negative. The same sample was used for both tests.